Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with a low threshold alert. Customer's sensor glucose reading was 68 and her blood glucose was over 100 mg/dl. The readings were too far off and customer declined a transfer to the helpline to troubleshoot.